Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) cuff size was incorrect. The patient underwent surgery and the cuff was replaced. There were no further patient complications.